Event description:
It was reported by the customer that following a closed reduction procedure on a patient's thumb; the wire is inserted; the wire then cut off near skin; the area surrounding the wire insertion site was "tattooed" by metal shards. The area was flushed and brushed, but the metal shards remain. No further treatment was given to the patient as a result of this event. It was reported that the doctor regularly uses bacitracin ointment following these types of procedures.

Manufacturer narrative:
The handpiece involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the handpiece performed within specifications. Preventive maintenance was performed on the handpiece, then returned to the customer. The reported event most likely stems from the k-wire that is used.